Event description:
I constantly get reading that are nowhere close to blood reading. The sensor only last 5 to 7 days. Dexcom g6 fails. It's off sometimes for 2 h 55 m then comes back on after 4th day of use also gives false readings compared to my blood meter. Insurance won't let me change to a new device for 2 years. I've been diabetic for over 30 years and no longer get symptoms, so I thought this would help but it's causing more bad than good for me. FDA safety report ID # (B)(4).